Manufacturer narrative:
The unit was replaced by a loaner cardiosave. The company representative replaced the front end board and it was returned to the manufacturer for evaluation. The pcba, backplane ((B)(4)) that came back for evaluation for this complaint was not defective. The external ECG and external blood pressure were not working on the cardiosave because there was a missing ground strap strip inside the upper panel assembly causing loss of external signals. This issue has been addressed by engineering at production and corrected by additional testing. The test procedures have been updated to confirm the presence of a ground connection to the jacks and all units shipped are tested for this ground connection being in place. This was determined to be an isolated occurrence. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the ext. ECG trigger and blood pressure does not work. The iabp generated an "internal frequency" in the ECG display message but the iabp was triggering by normal ECG input signal. The iabp was running on semi-auto mode after start in auto-mode. The patient was not switched to another iabp and therapy was continued. No patient injury was reported.